Event description:
Pt has surgery on 2009 (B)(6), it looks fine in post-op x-ray. The dr. Followed up with the pt and found the mandible dislocated and the plate broken in x-ray taken on 2009 (B)(6). Doctor notified stryker dealer on 10/27/2009 and dealer notified stryker (B)(4) office on 11/2/2009.